Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis after the procedure. Approximately 80 applications occurred during the procedure. Following the procedure a blood test was done showing high hemoglobin levels and brown urine was noted. The patient was kept overnight and hydrated and discharged with no further complications. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Boston scientific has become aware that this event has already been reported to the FDA. Any further information will be reported in association with report 2124215-2024-37206.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis after the procedure. Approximately 80 applications occurred during the procedure. Following the procedure a blood test was done showing high hemoglobin levels and brown urine was noted. The patient was kept overnight and hydrated and discharged with no further complications. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that this submission was a duplicate report of an event that had previously been reported to the FDA.